Event description:
The balloon catheter was dilated by press pump in the area of popliteal artery. When pressure reached 6 psi, the balloon was broken in the direction of portrait, which resulted the popliteal artery broken. The physician retrieved the balloon and performed hemostasis by compression immediately. A section of the device did not remain inside the pt's body and the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Ruptured is addressed in the provided IFU. Product was returned in a used and damaged condition. Per (B)(4) balloon burst, compliance and fatigue testing has been completed. The rbp of 15 atm is documented in the instructions for use (IFU) and label. The device is inspected to ensure integrity of balloon. Vendor burst tests (B)(4) balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." Based on the complaint info provided and add'l pt outcome, it is believed that the statement in the event description "which resulted the popliteal artery broken" is referring to the balloon, not the pt's artery, as this would be a significant clinical event. As such an examination of the returned product reveals that the balloon ruptured in exactly the manner it is supposed to rupture, longitudinally. The event description states that the balloon ruptured at 6 psi (atm?) Which would be considered very low, however, the pt's age, (B)(6), makes lesion morphology a possible contributing factor. Nevertheless an examination of the returned device could find no specific reason or root cause for the device failure. We will continue to monitor for similar complaints. Insufficient risk per qera (quality engineering risk assessment).